Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to a low blood glucose level and blood glucose level was 32 mg/dl when admitted to hospital, current blood glucose was over 260 mg/dl. Cause of hospitalization was low blood glucose. The customer treated for low blood glucose with intravenous and glucose, food and glucose tablets. Customer declined troubleshooting for high blood glucose. Customer will not return device for analysis.